Event description:
While reaming out the femoral canal, the distal end of a 6mm airplane drill broke off in the distal end of the femur. Surgical staff attempted to retrieve the broken section of the drill but it was deemed "unretrievable" by the staff. The staff stated it was not close to any nerves or arteries and was safely in the canal. Staff tagged the broken instrument and then proceeded with the case as planned.